Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination revealed a thin piece of debris, consistent with a polyurethane/polyethylene (pu/pe) sliver, situated between the screw flange and the housing threads on the cavity ID end at approximately 290 degrees, with the dialysate ports at 0 degrees. The dialyzer was subjected to a laboratory leak test; where no leak was detected (possibly due to coagulated blood). The dialyzer was then subjected to disassembly for further visual examination. Upon removing the screw flange on the cavity ID end, the pe/pu sliver between screw flange and the housing threads broke away. The pe/pu sliver measured approximately 5 cm. The inferior surfaces of the polyurethane (pu) were then visually examined on both ends for voids; no voids were observed. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the returned dialyzer observed debris lodged between the screw flange and the housing threads on the cavity ID end. The seal of the device was therefore compromised which may have allowed a leak pathway to the outside of the dialyzer. Therefore, the complaint has been deemed confirmed.

Event description:
A user facility reported that a blood leak occurred approximately 1 hour after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an external dialyzer leak. The machine did not alarm as it is not intended to do so. Blood was visually observed leaking through the threads under the header end cap of the dialyzer. Therefore, blood test strips were not used to confirm the presence of blood. No dialyzer damage was visible. The patient¿s estimated blood loss (ebl) was reported as being approximately 1-2 teaspoons. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device is available to be returned to the manufacturer for evaluation.